Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Externalized conductors due to internal abrasion were noted at 12.2-15.3cm from the distal tip. Internal insulation abrasion was noted at 23.5-24.9cm from the distal tip. Internal insulation abrasions under the rv shock coil were noted at 3.2-3.3cm, 3.6-3.7cm, 3.9-4.0cm, 4.5-5.9cm, and 5.2-5.3cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 4.3-4.7cm from the distal tip. The etfe coating was abraded and the inner coil was exposed, consistent with the complaint from the field.

Event description:
New information notes that the lead was explanted due to noise which caused inappropriate shocks.

Event description:
It was reported that under fluoroscopy the conductor cables were visibly outside of the lead body.